Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that directly after a thoraco/lobectomy procedure was completed and before the patient left the or room, bleeding was found from the chest drain. The patient's chest was re-opened, and the a1+2c where the ligasure had been used was bleeding. No other devices were used in that area. The bleeding was from a 2 to 3 mm diameter vessel, and controlled by suturing. The patient condition is being monitored. Operating time extended by more than thirty minutes, and approximately 2000 cc's of bleeding resulted. End tones had been heard when the ligasure device was used.